Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Prospin manual wheelchair- left side crossbrace snapped while client was using chair.